Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Sales rep. Reports that: "the microsensor was implanted and was working as expected at time of implant. Upon reaching pacu the icp express was showing icp's around -"1" and the bedside monitor was showing icp's around 260. After switching all cables and multiple icp express', it was determined that it was faulty microsensor. The microsensor was explanted and a new microsensor was implanted."